Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/31/2016 with the following findings: the review of the black box showed a single unexplained power reboot event on the date of the alleged issue occurrence. However, investigators were unable to duplicate the power complaint because the pump was able to power on and perform per specifications. The battery compartment was undamaged. The returned battery cap was undamaged and was able to fit securely. As part of the investigation, the battery cap was fastened and then unscrewed half turn with no reboots occurring. The ez-prime steps were performed correctly and no power interruptions occurred during the investigation. Unrelated to the original complaint, upon removal of the pump cover, corrosion was found to the continuous glucose monitoring module and to the power printed circuit board. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.